Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter came out of the pt. Implanted on (B)(6)2006, came out on (B)(6)2010. Male pt, diabetic. Another catheter was inserted.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.